Event description:
It was reported that the procedure was started by drilling the tibial canal with the tibial guide in the desired position, pin passing 2.4mm trocar 17 was passed in the motor with the appropriate pin adapter, pin passing 2.4mm trocar 17 was passed without any problem. At the moment of passing the drill (desired diameter for the pin) it did not make the canal in the patient's bone, it was stuck in the pin, and it was not possible to removed easily. It was decided to remove the motor with the drill and the stuck guide, the drill was released in order to make the canal, another pin passing 2.4mm trocar 17 was passed to complete the procedure. Due to this issue, metal fragments fell inside the pateint. No significant delay was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.